Event description:
Patient scheduled for suboccipital craniotomy for tumor resection (posterior/prone approach). Patient induced, invasive lines placed, then mayfield skull clamp applied by surgeon. Patient then positioned prone on or table, mayfield skull clamp attached to mayfield base (on or table) by surgeon and or registered nurse (rn). Registration for intraoperative MRI scan navigation performed, patient's hair clipped, then surgical site prepped and draped. Surgery underway, surgeon had turned bone flap, and began applying dermahooks (to retract muscle) onto greenberb c-clamp (attached to mayfield skull clamp) when mayfield skull clamp moved, causing patient's head to move during the procedure. Surgeon, with the help of or rn, attempted to reposition patient's head and neck position, but not successful. Surgeon closed surgical wound emergently, patient undraped, then a different mayfield skull clamp applied by surgeon, then attached to different mayfield base. Patient's scalp assessed for lacerations (caused by mayfield pins), and closed with staples. Patient then re-prepped, and re-draped, surgery continued, and completed without further incident. At completion of procedure, patient's scalp reassessed, and bleeding from 2 inch laceration had ceased. Patient's hair washed with shampoo to remove blood from surgery and from laceration.